Manufacturer narrative:
(B)(4). The actual sample received was the fractured distal portion of the sheath. Visual inspection of the actual sample confirmed that the fracture occurred at approximately 85 mm from the distal end. In addition, at approximately. 75 mm from the distal end, a compressed mark was found. This was conceivable to have occurred when the actual sample was grabbed with the snare. Magnifying inspection of the fracture end from side found that it had been elongated partially. Magnifying inspection of the fracture end from front found that it had been elongated partially. Electron microscopic inspection of the fracture section from side revealed: the fracture end had been elongated partially; the fracture surface was partially smooth; no abrasions or no similar flaw were observed in the vicinity of the fracture. From this, it is likely that a sharp object came into contact with the sheath causing a damage which could deteriorate the strength of the sheath tube. Afterward, when the sheath was subjected to a pulling load, the sheath tube might have become fractured. Electron microscopic inspection of the fracture section from front revealed: the fracture end had been elongated partially; the fracture surface was partially smooth: no abrasions or no similar flaw were observed in the vicinity of the fracture. Reproductive testing was performed, and an intact test sample was trapped at the distal end and pulled. It was fractured after having been elongated long. A test sample was given a nick with a suture and then pulled until fractured. As a result, a part of the fracture end was elongated. The fracture surface was found partially smooth. A test sample was given a nick with a scalpel and then pulled until fractured. As a result, a part of the fracture end was elongated. The fracture surface was found partially smooth. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not scratch the sheath with needle point, cutting tool, or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a sharp object came into contact with the actual sample causing a damage in a part of the sheath tube; due to the damage, the tensile strength of the sheath tube was deteriorated; when the actual sample with deteriorated tensile strength was pulled back, the tensile load worked on the damaged point, which resulted in the fracture of the sheath tube. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the involved radifocus introducer was used during the procedure. During a psvt case the 5fr sheath became fractured while being withdrawn. They tried to retrieve the fragment although failed. 8fr sheath was inserted. The fragment was once pulled proximally with a snare, then re-snared and removed successfully from the patient. Final angiogram of the femoral vein observed no thrombosis and no hemorrhage. The final patient impact was non-serious.